Event description:
The customer reported that the insulin pump alarmed no delivery during a bolus. The customer mentioned being hospitalized twice in the past three weeks due to high blood glucose. The customer stated that she noticed the cannula was bent. The customer's blood glucose reading was over 600 mg/dl, and she will treat with the insulin pump after the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.